Manufacturer narrative:
The following field was updated with corrections: d4. Primary UDI number: (B)(4). Investigation summary: device was received in with a broken cam switch for the o2 knob. Rattling is heard internally as device is picked up. Performed a visual inspection. The customer's indicated failure was confirmed, and the probable root cause was an impact to the device. No action will be taken. Device has been deemed beyond economical repair due to the obsolescence of the flow block replacement needed. Customer has also requested the device to be returned unrepaired. Previous ro 1302709 was serviced in oct 2023 for on off switch is broken and is unrelated. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that one of the knobs is broken. The product fault occurred during testing and was not able to verify if dropped. There was no patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.